Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 69-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was notified that the patient experienced a fall on (B)(6) 2024, resulting in a skin laceration to the scalp, which necessitated a ten-day suspension of optune gio therapy. A physician evaluated the patient on (B)(6) 2024 and recommended that therapy remain suspended until the scalp had fully healed. Upon reviewing a medical record received by novocure on (B)(6) 2024, it was noted that the patient sought emergency care on (B)(6) 2024, following the fall and subsequent laceration. The injury, located in the upper right parietal region, was treated with four staples, and a CT scan of the head was performed, although the results were not documented. On (B)(6) 2024, the patient's son reported a decline in the patient's health and the discovery of tumor progression. Subsequently, the spouse informed novocure on (B)(6) 2024, that the patient had entered hospice care and discontinued optune gio therapy. Attempts to contact the prescribing physician for further details have not yielded a response.